Event description:
It was reported that the transmitter was connected to a fire surge protector and the connections were slightly moved. The power adapter for the transmitter caught fire. The cause of the problem was determined to be the burnt power adapter.

Manufacturer narrative:
The field complaint of the transmitter having a burnt power plug was verified. The visual inspection verified that the power plug on the ac power adapter was burned; however, there was no other damage present to the transmitter or to the ac power adapter (aside from the plug). The unit was plugged into a working ac electrical outlet once the original prongs were swapped with the testing prongs and the unit powered on successfully. Further analysis was performed using the testing prongs. The unit proceeded to boot up to sleep mode, which is considered normal behavior for a transmitter. Software v8.3 rev.2 was installed with success and the patient data was deleted successfully. In conclusion, the transmitter functioned as it should once the burned plug was replaced with the testing plug.